Event description:
Device complication: failure to deploy/failure to retract time of complication: during procedure symptoms: none reported. The physician was attempting to deploy the stent in the mid-sfa and the stent ended up in the mid-proximal femoral artery as he was attempting to withdraw the entire delivery system from the body. In the sfa, where the phsyician intended for the stent to be deployed, he started rolling the thumb wheel back and could only get a "partial stent" deployment. Then the thumbwheel locked up all together. At that point, the physician pulled back on the delivery system with part of the stent exposed andwhen he did, the retracting sheath came back the rest of the way fully deploying the stent in the proximal femoral artery. No additional information is available.